Event description:
According to the reporter: the needle would not release and broke. Then a second suture was used and the needle broke. All pieces of both needles were retrieved and confirmed by lateral and ap x-ray. Additional information has been requested.

Manufacturer narrative:
(B)(4).